Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included menorrhagia, dysmenorrhea and stress urinary incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy; bilateral salpingectomy, diagnostic cystoscopy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2015: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: weakly proliferative phase endometrium, negative for hyperplasia and carcinoma. Cervix with no significant histologic changes. Bilateral fallopian tubes with no significant histologic changes; on (B)(6) 2015: enlarged uterus consistent with fibroids/adenomyosis, normal tubes and ovaries. Normal bladder mucosa and good efflux of urine from bilateral ureteral orifices on cysto. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included menorrhagia, dysmenorrhea and stress urinary incontinence. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy; bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in insertion detail. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: weakly proliferative phase endometrium, negative for hyperplasia and carcinoma. Cervix with no significant histologic changes. Bilateral fallopian tubes with no significant histologic changes; on (B)(6) 2015: enlarged uterus consistent with fibroids/adenomyosis, normal tubes and ovaries normal bladder mucosa and good efflux of urine from bilateral ureteral orifices on cysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Reporter information updated. Follow-up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included menorrhagia, dysmenorrhea and stress urinary incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy; bilateral salpingectomy, diagnostic cystoscopy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2015: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy: weakly proliferative phase endometrium, negative for hyperplasia and carcinoma. Cervix with no significant histologic changes. Bilateral fallopian tubes with no significant histologic changes; on (B)(6) 2015: enlarged uterus consistent with fibroids/adenomyosis, normal tubes and ovaries normal bladder mucosa and good efflux of urine from bilateral ureteral orifices on cysto. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.